Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.5, lab 10.6. Note: physician noted bruising on both hands and ordered a stat lab draw. A new meter and strip lot was sent to the customer. The complaint meter shall be returned for evaluation purposes.